Manufacturer narrative:
(B) (4). The sys was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the sys will not fluoro when using the footswitch. However, the sys displayed high current error messages when the sys did fluoro. No pt injury was reported.